Event description:
Per the clinic, the patient experienced magnet dislodgement and pain at implant site during an MRI on end of (B)(6) 2025 (specific date not reported). Surgery to reposition the magnet was completed (date not reported). However, the patient continues to experience fluctuating pain with and without device use followed by tinnitus without stimulation. The patient also reports intermittent loud knocking sounds with the device use. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR [6000034-2025-03794] submitted on october 07, 2025 was filed inadvertently. No surgical procedure occurred. The internal magnet was manually maneuvered back into the implant pocket.